Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the customer unclamped the hls set to go on support and was only able to generate a maximum flow of 1.3l and the cardiohelp alarmed ¿pump disposable error¿. The cardiohelp was exchanged but the same error message was displayed. The emergency drive was used during this event. The patient was placed on a new hls set and the issue was solved. No harm to any person has been reported. On 2024-08-20 the information was received that the priming set functioned as expected with no issues and the customer did not see any visible damage nor noticed anything conspicuous. The affected product was investigated by the getinge laboratory on 2025-01-16 with following conclusion: the failure could not be confirmed. The flow functioned as expected and no error message occurred. No exact root cause could be determined. However, according to the risk assessment of the hls set the following root cause can lead to the reported failure: - loosening of the pump (connection)- static load of the oxygenatorthe production records of the affected product were reviewed on 2025-01-16.according to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure " low flow, pump disposable error" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
The event occurred in USA during treatment. It was reported that the customer unclamped the hls set to go on support and was only able to generate a maximum flow of 1.3l and the cardiohelp alarmed ¿pump disposable error¿. The cardiohelp was exchanged but the same error message was displayed. The emergency drive was used during this event. The patient was placed on a new hls set and the issue was solved. No harm to any person has been reported. On 2024-08-20 the information was received that the priming set functioned as expected with no issues and the customer did not see any visible damage nor noticed anything conspicuous. Complaint ID# (B)(4).

Manufacturer narrative:
Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number. A follow-up medwatch will be submitted when additional information becomes available.